Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac told the customer to be precise with the scope selection. The 190 series scope communicates to the cv-190 through a different path in comparison to the 180 series scope. When using the 180 series scope, the cause of the malfunction could be the scope, maj1430 cable or the cv-190. Likewise, the clv-190 and the communication cable could be the cause of using the 190 series scopes. The unit requires systematic troubleshooting. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center is unable to display images prior to the procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d10, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Th probable cause of no image display may have occurred temporarily due to to dust or water droplets adhering to the electrical contacts with the scope socket, loose cable connections, or abnormal conditions on the printed circuit board. The instructions for use (IFU) states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. Olympus will continue to monitor complaints for this device.